Manufacturer narrative:
The investigation for the reported kbd/rotary knob issues issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs on event occurred time were consistent with the complaint. At the beginning of one power cycle, imc indicated that kbd functioned as normal. Then, repetitive entries of kbd error occurred, indicating kbd was not responsive momentarily (due to esd guard). However, imc logs show that kbd was back to working condition later without kbd error. Device analysis: the console was investigated and tested on an engineering bench. However, the kbd not responsible issue was not reproduced. The console was opened, visual inspection on kbd revealed a contamination on capacitor c4, but it was unlikely the root cause of kbd malfunction. Per the results of the clinical review and investigation, the root cause of the issue was not determined since the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was booted up to the start screen, however the soft keys would not work. There was no report of patient harm or injury.